Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. A1 patient identifier,a4 patient weight, not provided.